Event description:
Related manufacturer reference number: 2017865-2022-10134. During a clinic follow-up, an increase in the defibrillation impedance was observed. It is unknown if this was due to the device or the right ventricular lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.